Event description:
The user facility reported that the doctor exchanged a 6 french pinnacle sheath to the angio-seal sheath involved. After the arteriotomy locator was advanced and the intra lumin flow was confirmed, the locator and wire were removed. The angio-seal device was advanced into the 6 fr angio-seal sheath. Clicks confirmed that connection was made with the device and sheath. Angio-seal cap was pulled backed till the green and white window was seen and clicks were heard. The doctor pulled the entire angio-seal sheath back, the foot plate did not deploy, and pressure was held on the patient. The entire device and sheath came back undeployed. The device and sheath were taken apart to ensure that the footplate was in the sheath and not in the patient. The device was pulled away from the sheath; the suture, tamper tube, and collagen came back, but could not be pulled completely to see suture end and/or footplate. The suture was cut around the collagen. The dilator was cut from the pinnacle femoral sheath, advanced through the angio-seal sheath valve, and the footplate was pushed out. The footplate never advanced to the common femoral artery. The collagen had little to no blood on it when it was removed from the disabled angio-seal device and sheath. The patient was in stable condition. The procedure outcome was completed and successful. There was no patient injury or surgical intervention required. There was no equipment or other devices used with the above product. Additional information was received on (B)(6) 2022: the procedure performed was a femoral percutaneous coronary intervention (pci). A pre-deployment angiogram was performed in the right common femoral artery. The estimated blood loss was less than 250cc's.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: field clinical terumo. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, guidewire, broken suture, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated. The distal tip of the device was found to have been cut open. The anchor and collagen were not returned with the device. The suture was returned and was found to have been cut at both the proximal and distal ends. Functional testing could not be performed because of the condition of the returned device. The complaint was able to be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).